Manufacturer narrative:
H3: product analysis #(B)(6):part # 5540030, lot # h5784863 visual and macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. The damage to the threads is consistent with the misalignment of the bone screw and set screw threads during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a distributor regarding a implantable product set screw used for patient who is suffering from scoliosis. It was reported that set screw broke. The blocker broke when it was time to lock. With that it was replaced by another blocker. In this event, blocker is placed in the head of the screw and works as a lock. Both the screw and the blocker came into contact with the patient. Only the blocker has broken. No adverse event occurred to patient. There were no further complications that were reported.